Event description:
While using flexible ureteroscope in left ureter, tip was curved (in shape of c) and physician unable to get tip of scope to straighten. Physician attempted to straighten with a guide wire. Physician removed scope without much difficulty. After physician examined ureter it appeared damaged. Physician ordered pt to be moved to an open operating room for laparotomy with repair of left ureter. Left ureteral reimplantation done.